Event description:
A power source alert 07 was reported by the caller. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The caller solved the issue by plugging the charging cable into a wall adapter, after which the pump began charging, requiring no further assistance.